Manufacturer narrative:
(B)(4).

Event description:
Rep (B)(6) contacted technical services regarding a patient presenting for a prophylactic generator change due to the battery advisory. There were no complaints. The procedure was completed successfully without adverse consequence to the patient. The patient is doing well and will be monitored with routine follow up. The explanted device will be returned to sjm. Tse requested a session record, and it was received. The doctor also noticed that the lv lead is not capturing in any configuration. The doctor imaged the lead and saw that it had pulled back. The doctor pulled the lead out with no resistance. The doctor did not reimplant and downgraded the patient to a dual chamber device since the patient no longer has left bundle branch block. There were no patient symptoms associated with the loss of capture. The lead will be returned to sjm along with the can.

Manufacturer narrative:
Please retract this MDR 2938836-2017-10771. The complaint was reported and filed on (B)(6) 2017, 2938836-2017-10420.